Event description:
Information received by medtronic indicated that insulin pump had pump error and unexpected battery power loss. The customer was able to successfully clear the alarm and customer was able to rewind the pump. Customer stated that they also received replace battery alarm and new battery resolved the issue. Customer also stated that device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having insulin pump error and unexpected battery power loss on event date of august 11, 2022 tested with a test p-cap and the test p-cap locked in place properly. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thump. Insulin pump trace download analysis confirmed the insulin pump alarmed insulin pump error on august 11, 2022 :00:00.000 and low battery alert on july 14, 2022 11:50:00.000. The power management graph confirmed insulin pump error and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on the insulin pump was monitored and functioned properly. Insulin pump was cut opened and moisture damage was noted on electrical board, and motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, serial number label missing, corroded motor home switch. Insulin pump error was confirmed. Unexpected battery power loss confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.